Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking no: (B)(4). Supplemental 01

Event description:
During firing, 2x egia 60-3.5mm cartridges did not form proper b shape and the tissue was only cut but not stapled at all properly. The surgery time because of this got extended by an hour and so did the cost as the surgeon had to use all tri staple reloads instead of the blue legacy reloads. Attached is the snapshot of communication from concerned doctor + other pictures of device while procedure.